Event description:
It is reported that the patient is experiencing stiffness, swelling, pain, and a rash on the knee. Additionally, the patient underwent a manipulation on (B)(6) 2015.

Manufacturer narrative:
Information was rec'd from a consumer who is not required to complete form 3500a. Review of primary operative notes confirms patient underwent a left total knee arthroplasty. Final implanted components were reported to achieve 0-125 degrees range of motion balanced flexion gaps, good patellar tracking, and excellent stability. It was noted that the patient reported a nickel allergy and a tivanium femur was implanted. The components appear to be implanted at the correct orientation per the surgical technique. Review of additional operative notes confirms patient underwent a manipulation due to arthrofibrosis and poor flexion. Multiple adhesions were released and the knee was found to easily achieve 130 degrees of flexion. Undated office visit reports were returned. Physical examination during one visit indicated continued stiffness and abundant scar tissue. An additional visit now reports pain with activity and rest and swelling. X-rays reported that medical and lateral joint spaces are well maintained. The lateral view showed the patella to be in the appropriate position and the sunrise view shows the patella to be slightly lateralized. Hip to ankle x-rays were reported to show neutral mechanical axis. Patient reports that she has regressed in pt due to increased edema and pain since the manipulation. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined.